Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility.

Event description:
It was reported "dressing will not properly adhere to skin. Complaint is for all PICC kits where dressing has moved to a private label." No other information provided.